Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The customer was performing a diagnostic procedure, which was completed as planned (needed to receive a slightly higher dose of radiation since fluoroscopy was momentarily replaced with acquisition. The patient is unharmed, however). The philips field service engineer (fse) inspected the system onsite and found that the system was unable to perform fluoroscopy. Analysis of the log file showed a grid leakage current out of range and an x-ray tube current out of range, which confirmed the malfunction. Upon troubleshooting, the fse found a grid switch error. To resolve the issue, the fse replaced the x-ray tube and performed a full generator and tube calibration. Additionally, the video inputs on the back of the big monitor were tested and found to be functional. Further testing of the system confirmed it was operating correctly. After the replacement of the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure, which was completed as planned on the same system with no impact and no delay on the completion of the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.